Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to infection. Revision njr number: (B)(4). Bmi: 23 primary asa: p2 - mild disease not incapacitating.